Event description:
Pt had repair of right rotator cuff in 2007. A versalok orthopedic anchor was utilized for the repair. Post-procedure, the pt developed pain and crepitus. Pt returned for surgery in 2008. Surgeon identified that the versalok anchor previously utilized had significantly loosened. Anchor removed and replaced with two screws.